Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had reservoir leak. Customer's blood glucose at time of incident was 285mg/dl. The customer stated that there is leak in o-ring area of reservoir, 1st o-ring was not shape correctly and in a u shape. The customer noticed liquid on back of reservoir in the reservoir compartment. The customer stated the leak past 2nd o-ring. The customer indicated the leak is past the 2nd o-ring, the back of reservoir was wet which indicates insulin made it past both o-rings. The customer was advised we would like to return the reservoir for analysis and ship replacement.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir. Performed a visual inspection found the first o ring out of the groove, unable to verify air bubbles or leaking anomalies.